Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("physician was unable to remove essure coils because they could not be visually located in fallopian tubes") and pregnancy with contraceptive device ("pregnancy") in an adult female patient who received essure. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: after implantation (and never before) she experienced increasingly severe pain and discomfort, including heavy menstrual bleeding, abdominal pain, abdominal bloating, chronic pelvic pain, chronic back pain, pain during intercourse, excessive rashes, severe headaches, chronic fatigue, depression. In (B)(6) 2015, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("increasingly severe pain / chronic pelvic pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), rash ("excessive rashes"), headache ("severe headaches"), fatigue ("chronic fatigue"), dyspareunia ("pain during intercourse"), depression ("depression") and abdominal distension ("abdominal bloating"). The patient was treated with surgery ((B)(6) 2015: surgery for fallopian tube and essure removal, coils not seen in tubes and not removed). At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, rash, headache, fatigue, dyspareunia, depression and abdominal distension outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered device dislocation, pregnancy with contraceptive device, pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, rash, headache, fatigue, dyspareunia, depression and abdominal distension to be related to essure. The reporter commented: she never experienced the symptoms before essure. She subsequently sought treatment for the symptoms from her physicians but was unable to resolve her symptoms. On (B)(6) 2016, she was told she was pregnant, but did not carry the pregnancy to term. On (B)(6) 2016, she underwent surgery to remove the essure coils, but physician was not able to remove them because they were not visible in the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was coils properly placed. On (B)(6) 2016: surgery to remove fallopian tubes and essure coils: coils not visually located in fallopian tubes, thus not removed company causality comment: this spontaneous case report is under litigation and refers to a female consumer who had essure inserted and had a pregnancy with essure, but pregnancy was not carried to term. Consumer underwent a surgery to remove her fallopian tubes and essure coils, however, physician was unable to remove essure coils because they could not be visually located in fallopian tubes (seen as device dislocation). Pregnancy with contraceptive device and device dislocation are anticipated in essure's reference safety information. Unintended pregnancies have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test. In this particular case, patient had coils properly placed, proven by hsg. However, during a surgery to remove essure coils and fallopian tubes, the coils could not be located. The exact time point and mechanism of dislocation are not known and although it could alternatively explain pregnancy's occurrence, a contraceptive failure cannot be excluded and based on the nature of events, both were considered related to the insert. This case was regarded as incident as a surgical procedure was required. In addition, non-serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('physician was unable to remove essure coils because they could not be visually located in fallopian tubes') and pregnancy with contraceptive device ('pregnancy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: after implantation (and never before) she experienced increasingly severe pain and discomfort, including heavy menstrual bleeding, abdominal pain, abdominal bloating, chronic pelvic pain, chronic back pain, pain during intercourse, excessive rashes, severe headaches, chronic fatigue, depression. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain / chronic pelvic pain"), pelvic discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), rash ("excessive rashes"), headache ("severe headaches"), fatigue ("chronic fatigue"), dyspareunia ("pain during intercourse"), depression ("depression") and abdominal distension ("abdominal bloating") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery ((B)(6) 2015: surgery for fallopian tube and essure removal, coils not seen in tubes and not removed). At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, pelvic discomfort, heavy menstrual bleeding, back pain, abdominal pain, rash, headache, fatigue, dyspareunia, depression and abdominal distension outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain, back pain, depression, device dislocation, dyspareunia, fatigue, headache, heavy menstrual bleeding, pelvic discomfort, pelvic pain, pregnancy with contraceptive device and rash to be related to essure. The reporter commented: she never experienced the symptoms before essure. She subsequently sought treatment for the symptoms from her physicians but was unable to resolve her symptoms. On (B)(6) 2016, she was told she was pregnant, but did not carry the pregnancy to term. On (B)(6) 2016, she underwent surgery to remove the essure coils, but physician was not able to remove them because they were not visible in the fallopian tubes. Date(s) of insertion: (B)(6) 2015 (discrepancy noted as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils properly placed. Diagnostic results: on (B)(6) 2016: surgery to remove fallopian tubes and essure coils: coils not visually located in fallopian tubes, thus not removed quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 29-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received: reporter was added, no new clinically significant information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('physician was unable to remove essure coils because they could not be visually located in fallopian tubes') and pregnancy with contraceptive device ('pregnancy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: after implantation (and never before) she experienced increasingly severe pain and discomfort, including heavy menstrual bleeding, abdominal pain, abdominal bloating, chronic pelvic pain, chronic back pain, pain during intercourse, excessive rashes, severe headaches, chronic fatigue, depression. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain / chronic pelvic pain"), pelvic discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), rash ("excessive rashes"), headache ("severe headaches"), fatigue ("chronic fatigue"), dyspareunia ("pain during intercourse"), depression ("depression") and abdominal distension ("abdominal bloating") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery ((B)(6) 2015: surgery for fallopian tube and essure removal, coils not seen in tubes and not removed). At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, pelvic discomfort, heavy menstrual bleeding, back pain, abdominal pain, rash, headache, fatigue, dyspareunia, depression and abdominal distension outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain, back pain, depression, device dislocation, dyspareunia, fatigue, headache, heavy menstrual bleeding, pelvic discomfort, pelvic pain, pregnancy with contraceptive device and rash to be related to essure. The reporter commented: she never experienced the symptoms before essure. She subsequently sought treatment for the symptoms from her physicians but was unable to resolve her symptoms. On (B)(6) 2016, she was told she was pregnant, but did not carry the pregnancy to term. On (B)(6) 2016, she underwent surgery to remove the essure coils, but physician was not able to remove them because they were not visible in the fallopian tubes. Date(s) of insertion: (B)(6) 2015 (discrepancy noted as per pif . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils properly placed. Diagnostic results: on (B)(6) 2016: surgery to remove fallopian tubes and essure coils: coils not visually located in fallopian tubes, thus not removed . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("physician was unable to remove essure coils because they could not be visually located in fallopian tubes") and pregnancy with contraceptive device ("pregnancy") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: after implantation (and never before) she experienced increasingly severe pain and discomfort, including heavy menstrual bleeding, abdominal pain, abdominal bloating, chronic pelvic pain, chronic back pain, pain during intercourse, excessive rashes, severe headaches, chronic fatigue, depression. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("increasingly severe pain / chronic pelvic pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), rash ("excessive rashes"), headache ("severe headaches"), fatigue ("chronic fatigue"), dyspareunia ("pain during intercourse"), depression ("depression") and abdominal distension ("abdominal bloating"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery ((B)(6) 2015: surgery for fallopian tube and essure removal, coils not seen in tubes and not removed). At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, rash, headache, fatigue, dyspareunia, depression and abdominal distension outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain, back pain, depression, device dislocation, dyspareunia, fatigue, headache, menorrhagia, pelvic discomfort, pelvic pain, pregnancy with contraceptive device and rash to be related to essure. The reporter commented: she never experienced the symptoms before essure. She subsequently sought treatment for the symptoms from her physicians but was unable to resolve her symptoms. On (B)(6) 2016, she was told she was pregnant, but did not carry the pregnancy to term. On (B)(6) 2016, she underwent surgery to remove the essure coils, but physician was not able to remove them because they were not visible in the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils properly placed on (B)(6) 2016: surgery to remove fallopian tubes and essure coils: coils not visually located in fallopian tubes, thus not removed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who had essure inserted and had a pregnancy with essure, but pregnancy was not carried to term. Consumer underwent a surgery to remove her fallopian tubes and essure coils, however, physician was unable to remove essure coils because they could not be visually located in fallopian tubes (seen as device dislocation). Unintended pregnancies have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test. In this particular case, patient had coils properly placed, proven by hsg. However, during a surgery to remove essure coils and fallopian tubes, the coils could not be located. The exact time point and mechanism of dislocation are not known and although it could alternatively explain pregnancy's occurrence, a contraceptive failure cannot be excluded and based on the nature of events, both were considered related to the insert. This case was regarded as incident as a surgical procedure was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.